Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 8/4/2021. H6: investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Through the visual/microscopic examination it was observed that the unit had a v-shaped cut in the catheter tubing, which is indicative of a needle spearing through the catheter tubing. The defect of needle through catheter was confirmed. Additionally, traces of media were observed on the exterior of the catheter tubing indicating that venipuncture was attempted. Bd recommends that the device be inspected before use. If the spear through occurred during manufacturing, the defect would likely be visible and venipuncture would be difficult. Based on the evidence of dried media being present in the device, the defect most likely occurred during venipuncture. This can occur during tip adhesion break or if the cannula is moved up and down within the catheter tubing while attempting venipuncture. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that went through the catheter while introducing catheter. The following information was provided by the initial reporter: when placing IV needle went through side of catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that went through the catheter while introducing catheter. The following information was provided by the initial reporter: when placing IV needle went through side of catheter.